Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow-up, non-sustained rv oversensing was observed on stored egms. Review of egms revealed possible myopotential oversensing. The oversensing was not reproducible in clinic. Programming changes were recommended. Patient management will be discussed with the physician.